Event description:
The giraffe looked like it had crumbs down in the moulding and we were suspicious of some black "crumbs" that looked like they were in a clump. The giraffe was pulled from service and sent to biomed. We noticed the new giraffes have a new moulding on their canopy that would not allow these "crumbs" to collect. Biomed opened the giraffe moulding and called infection prevention to take a look. There was a dark brown slime between the outside moulding and glass. We had our microbiology department culture for mold and bacteria and nothing grew. We double-checked the recall system and didn't see anything regarding this style of canopy moulding, but still wondered why there was a design change. There were a total of 6 giraffes that were in danger of having this same type of moulding, so all units were pulled and checked by biomed. Of these 6 giraffes, 4 units were serviced for this issue.

Event description:
The giraffe looked like it had crumbs down in the moulding and we were suspicious of some black "crumbs" that looked like they were in a clump. The giraffe was pulled from service and sent to biomed. We noticed the new giraffes have a new moulding on their canopy that would not allow these "crumbs" to collect. Biomed opened the giraffe moulding and called infection prevention to take a look. There was a dark brown slime between the outside moulding and glass. We had our microbiology department culture for mold and bacteria and nothing grew. We double-checked the recall system and didn't see anything regarding this style of canopy moulding, but still wondered why there was a design change. There were a total of 6 giraffes that were in danger of having this same type of moulding, so all units were pulled and checked by biomed. Of these 6 giraffes, 4 units were serviced for this issue.